Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 609405-not valid, 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included rhinitis, urethral hypermobility, stress urinary incontinence, yeast infection, uterine enlargement, uterine fibroids and overweight. Concomitant products included amoxicillin, estradiol from (B)(6) 2006 to (B)(6) 2007, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2006 to (B)(6) 2008, fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera)(B)(6) 2006 to (B)(6) 2006, nsaids from (B)(6) 2006 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2013 and phentermine from (B)(6) 2005 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and post procedural complication ("post removal complication-yes") and was found to have weight increased ("weight gain"). The patient was treated with codeine, flunisolide, oxybutynin hydrochloride (oxybutynin chloride), promethazine and surgery (hysterectomy (full)-uterus + cervix). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, vaginal infection, anxiety, depression, headache, migraine, urinary incontinence, mood swings, dyspareunia, vaginal discharge, fatigue, weight increased and post procedural complication outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post procedural complication, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary incontinence, headaches, menorrhagia lot number: 509405 manufacture date:2006-01 expiration date: 2007-12. Lot number-609405 :invalid lot number report (609405) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered/resolved of previous event pelvi pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 609405-not valid, 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included rhinitis, urethral hypermobility and stress urinary incontinence. Concomitant products included amoxicillin, estradiol, ethinylestradiol;norethisterone acetate (microgestin), fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and urinary incontinence ("urinary incontinence"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with codeine, flunisolide, oxybutynin hydrochloride (oxybutynin chloride), promethazine and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, headache, migraine and urinary incontinence outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary incontinence, headaches, menorrhagia. Lot number: 509405 manufacture date: 2006-01 expiration date: 2007-12. Lot number-609405 :invalid. Lot number report (609405) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female/ pain'). In a 33-year-old female patient who had essure (ess205) (batch no. 609405-not valid, 509405), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 3. Concurrent conditions included: rhinitis, urethral hypermobility, stress urinary incontinence, yeast infection, uterine enlargement, uterine fibroids and overweight. Concomitant products included: amoxicillin, estradiol from 29-jun-2006 to 1-oct-2007, ethinylestradiol;norethisterone acetate (microgestin) from 3-aug-2006 to 25-jan-2008, fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera)12-may-2006 to october 2006, nsaids from may 2006 to november 2013, paracetamol (acetaminophen) from may 2006 to november 2013 and phentermine from 4-mar-2005 to 15-nov-2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and post procedural complication ("post removal complication-yes"). And was found to have weight increased ("weight gain"). The patient was treated with codeine, flunisolide, oxybutynin hydrochloride (oxybutynin chloride), promethazine and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving. The menstrual disorder, vaginal infection, anxiety, depression, headache, migraine, urinary incontinence, mood swings, dyspareunia, vaginal discharge, fatigue, weight increased and post procedural complication outcome was unknown. The menorrhagia and vaginal haemorrhage had resolved. And the dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post procedural complication, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 43 kg/sqm. Hysterosalpingogram: on (B)(6) 2006, confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary incontinence, headaches, menorrhagia. Lot number#: 509405, manufacture date:2006-01, expiration date: 2007-12. Lot number#: 609405 invalid. Lot number#: report (609405) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events added from pfs- post removal complication-yes. Reporter information were added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 609405-not valid, 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included rhinitis, urethral hypermobility, stress urinary incontinence, yeast infection, uterine enlargement, uterine fibroids and overweight. Concomitant products included amoxicillin, estradiol from (B)(6) 2006 to (B)(6) 2007, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2006 to (B)(6) 2008, fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera) (B)(6) 2006, nsaids from (B)(6) 2006 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2013 and phentermine from (B)(6) 2005 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with codeine, flunisolide, oxybutynin hydrochloride (oxybutynin chloride), promethazine and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal infection, anxiety, depression, headache, migraine, urinary incontinence, mood swings, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary incontinence, headaches, menorrhagia lot number: 509405, manufacture date: 2006-01, expiration date: 2007-12. Lot number-609405 :invalid lot number report (609405) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: fu 7 & 8 were processed together. Pfs received. New events were added: mood swings, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain. Outcome of the event pelvic pain was updated to recovering from unknown and for the event menorrhagia and vaginal hemorrhage was updated to recovered form unknown. Onset date of the concomitant drug was added. Reporter information, medical history and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a (B)(6) female patient who had essure (ess205) (batch no. 609405 not valid, 509405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included rhinitis, urethral hypermobility and stress urinary incontinence. Concomitant products included amoxicillin, estradiol, ethinylestradiol;norethisterone acetate (microgestin), fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and urinary incontinence ("urinary incontinence"). In june 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2006, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with codeine, flunisolide, oxybutynin hydrochloride (oxybutynin chloride), promethazine and surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, headache, migraine and urinary incontinence outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary incontinence, headaches, menorrhagia. Lot number report (609405) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. Lot number,new event: "dysmenorrhea (cramping)" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.